Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported tibial and femoral components and no additional similar complaints for the reported part and lot combinations. There were no identified additional similar complaints for the reported bearing and the lot combination. Complaints are monitored per complaint trending process. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf anat brg lt sm size 6 PMA; item# 159543; lot# 679780. Oxf uni tib tray sz b lm PMA; item# 154720; lot# 749150. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 7 year and 5 month post implantation, the patient underwent a left sided revision from a partial knee to a total knee due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.